Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) while unit was in storage, a loud hissing noise was heard emitting from unit. The pump also was observed to have a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 ( problem code, type of investigation, investigation findings, component code, and investigation conclusion), h10, h11 corrected fields: b5, h10 evaluation results. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The leak rate was discovered at 21 psi in 5 minutes. The fse was unable to isolate the cause of leak. The fse verified the correct tightness of the helium fittings. Then replaced the external helium tank and washer. The leak rate, at that time, was reduced to 7 psi in 5 minutes(within specification). The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp, where he was advised by the customer that while the unit was in storage, it had a loud hissing noise emitting from the unit. When the unit was checked it was noted that the external helium tank was empty, the fse verified that a helium leak existed within the cart assembly, and had a leak rate at 21 psi within 5 minutes. He was unable to isolate the cause of the leak, and tried verifying correct tightness of helium fittings. To fix the issue, the fse replaced the external helium tank and washer and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.